Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and itching at the site. The customer also reported a difference between sensor glucose and blood glucose values, unexpected suspension, and the customer also received a change sensor alarm. The customer was treated with manual injection. The event involved product(s) mmt-1880, mmt-7020lb, mmt-387a, mmt-332a. Troubleshooting was performed for sensor glucose and blood glucose, and the customer reported that the insulin delivery was suspended. The blood glucose value was 500 mg/dl, and the sensor glucose value was 48 mg/dl, with the low limit value of 75 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was not performed for hyperglycemia, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for sensor alerts, and the customer received sensor updating and calibration not accepted alerts. Troubleshooting was also performed for site issues. No further patient complications were reported. No product return is required for mmt-1880. The customer will discontinue use of the sensor. Mmt-7020lb was requested, and the customer responded that the device would be returned. No product return is required for mmt-387a. No product return is required for mmt-332a. Ozp-mmt-7020lb-snsr, unomed inf set, frn-mmt-332a-rsvr.